Event description:
It was reported that the rod broke a couple years after implantation. The patient underwent a revision surgery to have the broken rod removed and replaced with a new rod since fusion had not occurred. No additional patient complications were reported.

Manufacturer narrative:
Patient (B)(4) non-union. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.